Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, leaking was noted. Subsequently, line was changed. No patient consequences were reported. No adverse effects were reported.